Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they met with a rep at their doctor's appointment on april 15. Pt said it was at this time that they found out they had a lead issue. Pt said one of their leads has moved and is messed up and that is causing them some problems. Pt said that the rep asked them at that time if they had had a slip and fall accident or something. Pt said that they told the rep not since 2017, but they did in 2016 and they went through pain management and got some shots and got that corrected since then no falls that they know of. Pt said the rep said that "it wasn't quite signaling or receiving". The patient was redirected to their healthcare provider to further address the issue. Pt said they haven't been able to find another hcp that will do implant replacement and they are getting towards end of service and need their lead fixed. Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient had high impedances. Electrode 8 had impedance value >10,000. Electrode 8 was not used in old program and the rep avoided it. Reprogramming was successful. The issue was resolved. Additional information received from the manufacturer representative clarified that they were not told anything about a lead issue. The rep met the patient for the first time on 13-jun and ran impedances which found one electrode was out, greater than 10k. The electrode was not in use for programming. The patient requested programming adjustments and was satisfied with the programming.

Manufacturer narrative:
Concomitant medical products: product ID 399960 lot# v557156 serial# implanted: (B)(6) 2012 product type lead product ID 3998 lot# v866901 serial# implanted: (B)(6) 2012 product type lead . Other relevant device(s) are: product ID: 399960, serial/lot #: (B)(4), ubd: 01-oct-2014, UDI#: (B)(4); product ID: 3998, serial/lot #: (B)(4), ubd: 02-nov-2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.